Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. A replacement pump was sent to resolve the issues. Customer¿s blood glucose value was 220 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.